Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr results when compared to the lab method. I-stat: 2.3, ca1500: 1.74; 3.0, 2.54; 2.4, 1.99; 2.6, 2.25; 1.7, 1.36; 3.5, 2.96; 2.5, 2.44; 2.1, 1.81; 2.7, 2.1; 2.2, 1.75; 2.7, 2.31; 2.6, 1.7; 2.2, 1.74; 1.9, 1.68. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.